Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Healthcare professional reported alcl on an unknown side. The event will be captured as lymphoma as pathological markers confirming alcl have not been received.

Event description:
Healthcare professional reported right side alcl lymphoma. Patient additionally experienced ¿severe seroma¿ and "swollen right breast." Seroma was aspirated on (B)(6) 2016. Patient received alcl diagnosis on (B)(6) 2016. Markers were found in seroma fluid and capsule. Histopathological markers cd30+ and alk- have been received. Device information provided as "textured round saline mcghan 350cc device." Capsulectomy was performed and device was explanted. Patient did not receive replacement devices. Patient's status reported as "doing well thus far with no return of symptoms and remains disease free."

Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2016.

Manufacturer narrative:
The events of lymphoma alcl, seroma, and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses: "potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity."

Event description:
Healthcare professional reported right side alcl lymphoma. Patient additionally experienced ¿severe seroma¿ and "swollen right breast." Seroma was aspirated on (B)(6) 2016. Patient received alcl diagnosis on (B)(6) 2016. Markers were found in seroma fluid and capsule. Device information provided as "textured round saline mcghan 350cc device." Capsulectomy was performed and device was explanted. Patient did not receive replacement devices. Patient's status reported as "doing well thus far with no return of symptoms and remains disease free."